Event description:
Access and deployment of a 28-16-140bl bifurcated device and a 34-34-80le infrarenal cuff were uneventful. However, there was a slight proximal type I endoleak; it was noted that it appeared the cuff did not completely open. Attempts to resolve with a balloon were unsuccessful. A palmaz stent was deployed to resolve the endoleak with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of the palmaz stent is off-label. Unknown if patient anatomy met powerlink indications for use. Based on the information available, no conclusion can be drawn.